Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction was reported. Date of issue is an approximation. The patient's general practitioner reported that the patient was discontinuing use of the dexcom system. It was reported that the patient developed eczematoid lesions where the sensor adhesive patch was worn. No further event or patient information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.